Event description:
Study pt had a neurologic ischemic event during catheterization.

Manufacturer narrative:
A study pt enrolled in the ibis study was undergoing catheterization using the volcano invision imaging system and an eagle eye gold intravascular imaging catheter. The pt had a neurologic ischemic event during catheterization. The pt was given heparin, aspirin and steroids immediately but still had a transient hemiparesis on the right side which resolved incompletely during the next day. A CT scan performed the next day didn't show any defect and the pt was discharged.